Event description:
(B)(4). Initial spontaneous report received from a physician via company rep on (B)(6) 2007 and from members of his office staff on (B)(6) 2007. A female pt received therapy with injectable poly-l-lactic acid (sculptra) (lot and exp date unk) once in (B)(6) 2007 while under the case of another physician. After the treatment, she formed "marble-sized" nodules in the temple, cheek and nasal labial areas. The nodules are both palpable and visible. According to pt as told to his physician's office, the poly-l-lactic acid was mixed right before she was injected with it and she did not massage after treatment. According to the physician's office, no further info is known as they have not seen the pt yet. History included treatment with botulinum toxin type a (botox) at this office. No further relevant info was reported.

Manufacturer narrative:
Additional info received on (B)(4) 2007 and (B)(4) 2007 from physician's office via company rep. The pt told the new office that "she was never told to massage the area nor did they massage the area in the office." The pt was scheduled to be seen in the reporter's office on (B)(6) 2007, but it is unk if she was seen. No further relevant medical info was provided. Additional info for poly-l-lactic acid from (B)(4): batch record review (brr) was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in the USA. The review of the dhrs and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info for sculptra from (B)(4): brr was without hint to root cause. No faults, defects, damages detectable. Conclusion: no faults detectable. Additional info received from physician's office on (B)(6) 2007, including the data collection form, medwatch, poly-l-lactic acid (sculptra) adverse event form and pt notes from an office visit: the pt's date of birth, age, height and weight were provided. Concomitant medication included ezetimibe (zetia). Medial history includes an allergy to penicillin, treatment with collagen, collagen replacement therapy (cosmoplast,) calcium hydroxylapatite microspheres (radiesse) and hyaluronic acid (juvederm) in the nasolabial area. It was stated that the pt "has had multiple cosmetic procedures." During an office visit in (B)(6) 2007, the physician reports that the pt has "visible lumps, particularly in the right temple area and both cheeks," which the pt told him were "related to sculptra injections," performed elsewhere. She has had four separate poly-l-lactic acid injections at another physician's office, and pt reports that they mixed the poly-l-lactic acid "in front of her and injected it right away." The reporter stated, "apparently, after the second round of injections, the nodules or papules started forming, and she tells me that they tried to inject them with what was some form of clear liquid. This may be saline or some other injection. It is not entirely known." The physician noted that the pt "had not previously had any other fillers in the temporal area, but has a long history of using collagen and cosmoplast and also has radiesse in nasolabial areas and also some juvederm there as well." He reported that the area of the nasolabial fold and lip "seem to be fine and do not show any nodularity there." The pt also reports that "the nodules seem to be at the point where the needle was placed." The physician stated that "most of these areas measure between 4-6 mm in diameter. They are not inflamed and are non-tender. They are firm and feel as though they are intra-dermal." He stated that the depth could not be precisely determined by physical exam. Various treatment options were provided to the pt. The pt agreed to try intra-lesional triamcinolone (kenalog). The reporting physician stated that he "injected test areas on both of the temporal areas with intralesional kenalog using the 10 mm strength, approx 0.4 cc was used between the two sides. She tolerated this well." The pt was also started on oral doxycycline 100 mg per day. The plan was to re-check the pt in 3-4 weeks. The event is reported as ongoing and a biopsy was not obtained. No additional relevant info was provided.